Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's reported via phone call indicating that patient had high blood glucose but not hospitalized. Customer's blood glucose was 30 mmol/l. The customer was treated with the pump and has gotten down to 15 mmol/l. The customer also reported via phone call that they had reservoir leak, moisture damage and physical/cosmetic damage. The customer declined to troubleshoot for high blood glucose and request pump to be replaced. The customer was advised that after the insulin replaced if the high blood glucose continue, to call helpline back for more troubleshooting. The customer understood and ok with that. The customer was advised that the device would be replaced.